Event description:
It was reported that, "patient complained of clunking in her hip. She came into dr (B) (6) who evaluated her an scheduled a revision of her acetabular component. Upon opening and dislocating hip, dr (B) (6) observed that acetabular component was loose and removed it. Dr (B) (6) also noted a lack of bone growth into the component. Dr (B) (6) also noted a chip in the alumina insert along the peripheral part of the alumina ceramic."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.